Manufacturer narrative:
(B)(4). Conclusion: (treating pre-operative aortic rupture).

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a ruptured thoracic aorta. It was reported that a talent taa stent graft system had been previously implanted in the patient. The details of the talent implant procedure are unknown, but it was clear that the talent stent graft system had been in place for more than 30 days. The patient presented emergently with a ruptured thoracic aorta. The rupture was distal to the existing talent taa stent graft. The physician implanted two valiant captivia stent grafts with some endoanchors at the distal end. There was no evidence of endoleak, but the physician used the endoanchors to get better apposition of the stent graft to the aortic wall. The final angiogram looked good and the rupture appeared to be excluded. The patient was stable and the procedure was finished. The patient subsequently expired shortly after being transferred to the ICU. The cause of death was complications from the aortic rupture. The physician stated that the rupture was caused by disease progression with the development of a new aneurysm distal to the previously implanted talent stent graft, and that the death was not related to the stent grafts or the procedure.